Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2101361: 123 items manufactured and released on (B)(6) 2021. Expiration date: 2026-may-30. No anomalies found related to the problem. To date,113 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on (B)(6) 2022 on reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2108191. Lot 2108191: 126 items manufactured and released on (B)(6) 2021. Expiration date: 2026-sep-17. No anomalies found related to the problem. To date,79 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the liner. The cause of the dislocation is unknown. At 5 months after the primary surgery, the surgeon revised the glenosphere and liner and the surgery was completed successfully.